Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device rings continuously despite the battery having been changed, the ringing persists. The diagnostic was performed remotely by the rse. The device emits a beep and displays a cross, indicating that the functional test was unsuccessful. The defibrillation test also failed. Log files have been extracted for further analysis, which confirmed a defective capacitor (hv capacitor energy low (89.99uf). As the device's support ended on 12/31/2022, returning it to the workshop is not an option, and with no replacement parts available, repair of the device is not feasible. The device remains at the customer's site. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a defective capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device's support ended on 12/31/2022 and there are no available replacement parts for repair. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator rings continuously despite the battery having been changed, the ringing persists. There was no reported patient involvement.